Manufacturer narrative:
H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surfac the following is stated: adverse events possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include but are not limited to: deployment failure.

Manufacturer narrative:
B5: describe event or problem was updated. The primary reported failure mode, the inability to deploy the device, is consistent with the evaluation of the provided device photograph. The deployment knob is not attached at the hub, and the outer zipper is deployed to the turn-around both consistent with an attempted deployment. There is no endoprosthesis expansion, and the distal shaft is partially exposed near the transition. These observations are consistent with the reported inability to deploy the device with a potential interaction during subsequent device removal through the sheath. Further assessment of deployment performance could not be made from the photograph. The cause for the inability to deploy the device as reported during the procedure could not be established with the available information. Procedural deployment of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The investigation could not confirm the cause of the reported hazardous situation nor the device failure mode in relation to the reported inability to deploy the device.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an aortic aneurysm with a cook custom device as main body and with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) as branch device for the celiac trunk. It was stated that a 0,035" stiff guidewire was used, the catheter was not held straight and that the physician considers this a standard case referring to the anatomy of the patient. It was reported that the vsx-device was placed inside the introducer sheath and when the physician removed the sheath about 20 mm at least and tried to deploy the device, he was not able to deploy the device. He decided to remove the complete delivery system including the stent graft through the sheath, used another vsx-device (pahr090702e) and implanted it successfully. There was no report of patient harm.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an aortic aneurysm with a cook custom device as main body and with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) as branch device for the celiac trunk. It was stated that the procedure was considered a standard case with a normal patient anatomy. It was stated that the vsx-device was placed inside the introducer sheath and when the physician removed the sheath about 20 mm at least and tried to deploy the device, he was not able to deploy the device. A 0.035" stiff guide wire was used and there was no device expansion. He decided to remove the delivery system through the sheath, used another vsx-device (pahr090702e) and implanted it successfully. There was no report of patient harm.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: other code: it is unknown, if the medical device is available for further investigation. A product history review is being performed. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.